Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted (B)(6) and reported a system error 2240 alarm on the home choice (hc) during dwell. (B)(6) explained the alarm to the home patient (hp) and that she would need to start over with new supplies. Product surveillance contacted the patient's nurse on (B)(6) 2010. The nurse was not aware of this alarm, as the hp did not report this. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).